Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air/water channel of the gastrointestinal videoscope was damaged. There was no patient involved, and no report of injury, or procedural delay. The device was returned for evaluation. During evaluation, it was found the nozzle was clogged with black foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition to the findings in b5, evaluation found the following: angulation was low, the control knob had play, switch 4 was not working, and the label was recommended to be replaced. The following items were all noted to be non-olympus parts: nozzle, light guide tube, light guide lens, bending section cover and its glue, distal end plastic cover, camera, and the insertion tube. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.